Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device caught on fire and burned the patient. The patient's representative reported there was no smoking, and the patient did report to the emergency room with reported burns. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not retuned to manufacture.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice. The manufacturer received information alleging the millennium m10 concentrator device caught on fire and burned the patient. The patient's representative reported there was no smoking, and the patient did report to the emergency room with reported burns. Medical intervention was not specified. A correction was made to the b5 event or problem description. The device was mistakenly reported as a recall however this is a concentrator. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice. The manufacturer received information alleging the millennium m10 concentrator device caught on fire and burned the patient. The patient's representative reported there was no smoking, and the patient did report to the emergency room with reported burns. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.